Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and thus could not be returned to the manufacturer for evaluation. The alleged product issue could not be confirmed.

Event description:
It was reported that during treatment of an acomm aneurysm, a web device opened at the distal third, but the proximal two thirds were not opened. The web could not be resheated or opened, and was deplyed in the aneurysm neck. A stent was implanted to keep the a1 and a2 open. Post procedural imaging revealed a residual aneurysm, but flow to the parent vessel was open. There was no reported patient injury.